Manufacturer narrative:
The customer did not provide a comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In house testing on retained strip lot 376826a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Caller reported an unexpected low inratio inr result of 1.5. His therapeutic range is: 2.5-3.5. (B)(6).